Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the stent graft was placed higher then intended. The physician was able to put a snare device up and over the aortic arch and successfully pull the stent graft to the correct landing zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: incorrect technique/procedure (grafts were inaccurately delivered by the user). Conclusion: device failure related to user handling (grafts were inaccurately delivered by the user). Secondary intervention.